Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that lead noise was seen on the electrogram during isometric testing. The patient had twiddler's syndrome. The lead was capped and replaced.